Event description:
It was reported that (1) device was used during a tonsillectomy. It was reported by the rep that the demo hp052 handpiece did not work. It emitted a solid tone. The rep checked the handpiece with a test tip and handpiece is defective. The case was completed using electro-cautery (bovie). There was no consequence to the pt.